Event description:
A report was received that a pt had pain behind his left ear. Upon examination, it was determined that the pt's leads were coming through the skin. The physician chose to explant the leads and confirmed that there was no infection. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
Explanted leads were not returned to bsn as they were discarded by the medical facility.